Event description:
Report was received from USA stating that the device had a missing part on the side of the unit. It is known that the device was not being used during surgery. It is unk if there were injuries or medical intervention. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).